Event description:
It was reported that the insulin pump alarms no delivery even though the reservoir is full. It was stated that the customer has lost faith in the insulin pump. It was also stated that the customer was in the hospital with ketones. Troubleshooting was declined, and a replacement insulin pump was requested. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.